Manufacturer narrative:
(B)(4).

Event description:
Patient had experienced a loss or change of therapy. Patient reported her first ins (stimulator) worked great. She could drive 200 miles without stopping to go to the bathroom. The second ins never worked as good as the first one. It helped her with symptoms but not as good as the original ins. She was lucky if she can drive 10 miles without stopping for the bathroom. Patient also reported a change in therapy. She had a surgery on (B)(6) 2015 which was spinal cord surgery, not related to device. She also had other surgeries and always had ins off and then back on after surgeries. This time they turned her device back on (B)(6) 2015. Since then patient noticed it did not work like it was supposed to. Patient did not feel any stimulation and had bladder and bowel problems. While she was in rehabilitation they had her on the bedpan and on catheter. She came home and still had the above issue. Patient had to wear the briefs and pads and stuff. Patient had an appointment with hcp (healthcare provider) on (B)(6) 2016. A technician there adjusted the stimulation. It was a technician at the hcp office. After the adjustment, patient could feel a little stimulati on at the hcp office. Two days later she stopped feeling it and continued having bladder and bowel problems. Hcp told patient to come back in 3 months and they will have a representative to be there to check the device. There was medical procedures/emi that could be related to this issue. Patient had a spinal cord surgery on (B)(6) 2015. Patient also mentioned hcp ordered a bone growth stimulator because they had to remove a lot of bone from the spine at her spinal cord surgery. This was consider a sudden change in therapy/symptoms. Event date was (B)(6) 2014 for patient stated the second ins helped but not as good as the first one. Event date (B)(6) 2015 for patient stopped feeling stimulation and started having bladder and bowel problems. Additional information received from the healthcare provider reports the troubleshooting performed related to the 2nd stimulator being less effective, the sudden loss of stimulation and the bowel and bladder problems were the patient was seen in office on (B)(6) 2015, (B)(6) 2016. Patient had emergent back surgery on (B)(6) 2015 and was undergoing physical therapy. A c-arm picture was recommended for the patient which she was trying to coordinate. Action/interventions taken to resolve reported issue was impedance done on (B)(6) 2016 and was good. Also program change was done. It was noted rule out uti (urinary tract infection). Reviewed history and patient noted numbness in legs and feet for last several years. The cause of the reported issue was uncertain but symptoms worsened after patient¿s last back surgery on (B)(6) 2015. Prior to emergent surgery, patient reported 70-80% success after last adjustment on (B)(6) 2015. Workup was still ongoing to resolved the reported issue. On (B)(6) 2016 the patient was scheduled for a c-arm picture. The indications for use for this patient was gastrointestinal/pelvic floor.